Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the patient was experiencing "variable effect to therapy with some nausea/weakness" within 6 months. The patient had been receiving dilaudid 50mg/ml at a daily dose of 2.25mg. The pump was explanted and replaced after an implant duration of 50 months. The patient outcome was reported as no untoward effects. A follow up report will be sent if additional is received.